Event description:
End user reported via stryker distributor in (B)(6) that "while trying to close a locking screw, the tip of the screwdriver broke".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.